Manufacturer narrative:
Device passed displacement test. Device was received with broken off the belt clip rails, minor scratched lcd window and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 500 mg/dl. Customer was treated with insulin injection. Customer stated that insulin pump had little crack at the back of the pump on the belt clip railings and clip keeps falling off. Customer declined troubleshooting for high blood glucose. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.